Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer had received multiple occlusion alarms. There was no reported impact to the customer's blood glucose level. The contact thought that the infusion tubing was too long and was the cause of the occlusions. However, the contact did not perform a system check with tandem technical support to confirm source of the occlusion.